Event description:
The reporter stated that the surgeon attempted to insert an aa4203tl single piece silicone lens with toric optic. Prior to insertion into the eye the lens haptic tore. No patient injury. The reporter stated that the lens tear was due to the way the lens was loaded.